Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a resume pump alarm occurred. Reportedly, the customer alleged it was due to a pump issue and declined user error. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy and had alternate therapy available.